Event description:
It was reported the catheter would not pass through the peel-away sheath. A new kit was opened to complete the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material was observed inside the extension lines. It was noted that the catheter body was intentionally severed below the 35cm mark. The severed portion of the catheter and the peel-away sheath were not returned for analysis. Visual analysis did not reveal any defects or anomalies on the catheter. Visual analysis could not be performed on the severed portion of the catheter body nor the peel-away sheath as they were not returned for analysis. The catheter body length from the juncture hub to the severed end measured 20 3/4" which indicates that at least 3/4"-1 1/4" of the catheter was severed and not returned for analysis (per coated catheter product drawing). The catheter body outer diameter measured .0735" which is within the specification limits of .0690"-.0740" per the catheter extrusion graphic. The distal portion of the catheter body and the peel-away sheath involved with this complaint could not be measured as they were not returned for analysis. The returned catheter was inserted through a lab inventory peel-away sheath of the same size involved with this complaint (14fr). The catheter body passed with little to no difficulty. Performed per IFU statement "advance soft tip guidewire/catheter tip as a unit through peel-away sheath, while maintaining control of distal end of guidewire". Functional testing with the distal end of the catheter body and the peel-away sheath involved in the event could not be performed as they were not returned for analysis. A lab inventory guide wire with a diameter of .018" was inserted through the distal lumen. The guide wire was able to pass with little to no resistance. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for PICC/delta assembly batch 13c21e1118 to address the issue of a stylet tight in catheter; however, this failure mode cannot be confirmed with the returned sample based on the incomplete sample returned and the functional testing performed. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The report of a catheter tight in sheath was not able to be confirmed through complaint investigation. Visual analysis of the catheter did not reveal any defects or anomalies, however, the distal end of the catheter body had been severed and was not returned by the customer. The returned portion of the catheter was able to advance through a lab inventory 14fr peel-away sheath as expected. Additionally, the catheter met all relevant dimensional requirements. Without the peel-away sheath and distal portion of the catheter body returned for analysis, it cannot be confirmed if resistance was encountered when inserting the catheter through the peel-away sheath. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter would not pass through the peel-away sheath. A new kit was opened to complete the procedure. No patient harm reported. The patient's condition is reported as fine.